Manufacturer narrative:
A ge service representative performed an onsite investigation. The fault was intermittent and could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that subtraction mode was not working. No patient injury was reported.